Manufacturer narrative:
(B)(4). Supplemental MDR - leakage. One sample was provided to our quality team for investigation. The sample received was tested, no leakage past the stopper was observed. The condition observed is acceptable per product specification. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 302995, lot#: unknown. It was reported that the bd syringe 10ml ll s/c 200 had leakage. The following information was provided by the initial reporter: 2x10cc syringe stopcock not pully sealed. Fluids leaking when aspirated. 1. Can you please provide the lot number associated with reported issue? No. Sorry the package was thrown in the garbage when they were making up the sterile tray. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm to the patient. But if unnoticed it could potentially harm the patient if air was introduced to the system. 3. Any physical sample available for investigation? Yes, we kept a sample for investigation. Let us know where to send it of if someone is able to pick it up.